Manufacturer narrative:
Company comment: the serious event of cellulitis at implant site and the non-serious event of nodule at implant site were considered expected and possibly related to the treatments. Seriousness criteria include the need for hospitalization to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: restylane defyneroutine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers were valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-feb-2023 by a nurse practitioner which refers to a 53-year-old female patient. The patient had no past medical history. She had allergy to amoxicillin/sulfa antibiotics. No information about concomitant medication has been provided. The patient did not receive any fillers or toxins in the past. The hcp reported that the patient received vaccine injections more than 1 year prior to presenting with the event. On (B)(6) 2021, the patient received treatment with restylane defyne (lot number 18739 and expiry date 31-oct-2022) to cheeks and restylane kysse (lot 18677) to lips (unknown amount, injection technique and needle type). On (B)(6) 2022, the patient received treatment with restylane defyne (lot number 19203 and expiry date 28-feb-2023) to cheeks (unknown amount, injection technique and needle type). More than one year after treatment, the patient experienced severe late onset nodules (implant site nodule) bilaterally at mid face and perioral area. The patient was referred to an immunologist for further workup and the results of immunology consultation were not reported. On an unknown date, the patient was hospitalized due to potential cellulitis (implant site cellulitis) which started near the area of nose piercing and spread to the area near eye. Later, it was determined that she did not have cellulitis. Treatment for the adverse event was not reported. Outcome at the time of the report: potential cellulitis was unknown. Late onset nodules was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 29-mar-2023 from same reporter. Case upgraded to serious. Events (implant site cellulitis and off label use) added. Patient demographics, medical history, suspect device implant date, implant location, lot number, expiry date, severity, reporter causality and outcome of event implant site nodule were updated. V.2 fu received on 24-apr-2023 from same reporter. The event (off label use of device) deleted. Confirmation about past medical history, implant location of suspect devices and location of event cellulitis of was received.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-feb-2023 by a nurse practitioner which refers to a 53-year-old female patient. The medical history of patient included allergy to amoxicillin/sulfa antibiotics. No information about concomitant medication has been provided. The patient did not receive any fillers or toxins in the past. The hcp reported that the patient received vaccine injections more than 1 year prior to presenting with the event. On (B)(6) 2021, the patient received treatment with restylane defyne (lot number 18739 and expiry date 31-oct-2022) to mid-face, lips and oral commissures and restylane kysse (lot 18677) to unknown location (unknown amount, injection technique and needle type). The restylane defyne was injected to lips (off label use of device). On (B)(6) 2022, the patient received treatment with restylane defyne (lot number 19203 and expiry date 28-feb-2023) to mid-face and oral commissures (unknown amount, injection technique and needle type). More than one year after treatment, the patient experienced severe late onset nodules (implant site nodule) bilaterally at mid face and perioral area. The patient was referred to an immunologist for further workup. On an unknown date, the patient was hospitalized due to potential cellulitis (implant site cellulitis). Treatment for the adverse event was not reported. Outcome at the time of the report: potential cellulitis was unknown. Late onset nodules was not recovered/not resolved/ongoing. Restylane defyne was injected to lips was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 29-mar-2023 from same reporter. Case upgraded to serious. Events (implant site cellulitis and off label use) added. Patient demographics, medical history, suspect device implant date, implant location, lot number, expiry date, severity, reporter causality and outcome of event implant site nodule were updated.

Manufacturer narrative:
Company comment: the serious event of cellulitis at implant site and the non-serious event of nodule at implant site were considered expected and possibly related to the treatments. Seriousness criteria include the need for hospitalization to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. The restylane defyne was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: restylane defyne-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers were valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.